Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): the pump "kept alarming to prime the line and verify the cassette".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): the pump "kept alarming to prime the line and verify the cassette".